Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that internal device fracture occurred. The patient was presented with coronary artery revision and underwent angioplasty. A 182cm pt graphix guidewire was selected for use. However, during unpacking, it was observed that the guidewire broke. The procedure was completed with non-boston scientific device. There were no patient complications and injuries reported.